Event description:
It was reported a phoenix machine leaked. During hemodialysis therapy an external fluid leak was observed at the connector of the flowmeter d2. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). H10: the device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. Upon visual inspection, found that the flowmeter d2 linked to l-silicon connector was disconnected. The reported condition was verified. The cause of the condition could not be determined. To correct the issue the flowmeter was reconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.